Manufacturer narrative:
The device was evaluated onsite by a zoll representative. The reported malfunction was observed during testing of the device and attributed to the battery being depleted. Battery management practices were reviewed with the customer as part of the investigation outcome. The device was tested with fully charged batteries with no discrepancies. The device was recertified and returned to the customer. Review of device's history logs confirms the fault with two warning messages of a low battery/shutdown. The customer indicated that the device and the battery were stored away for three months indicating poor battery management. Battery management information has been provided to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test for the "defib" function. Complainant did not indicate that there was any patient involvement in the reported malfunction.